Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable the fluid drawn into the syringe became discolored. There was no report of patient impact. The following information was provided by the initial reporter: liquid in the syringe is milky, we noticed that the rest of the liquid in the ampoule remained clear. Remained clear in the ampoule, so we drew it up with a new syringe and cannula. New syringe. The remaining ampoules of the packaging are not milky cloudy, but clear.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable the fluid drawn into the syringe became discolored. There was no report of patient impact. The following information was provided by the initial reporter: liquid in the syringe is milky, we noticed that the rest of the liquid in the ampoule remained clear. Remained clear in the ampoule, so we drew it up with a new syringe and cannula. New syringe. The remaining ampoules of the packaging are not milky cloudy, but clear.

Manufacturer narrative:
Additional information from customer states the product involved was not a bd product. This MDR is to cancel the previously submitted MDR.